Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "it has been noticed that there was a leakage from venous entry of the product, during priming. Leakage was fixed after the luer cap was opened and then closed. After surgery started, leakage occurred again via the pressure in the line. It has been noticed that there was a crack on luer." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh received the product for investigation. A quadrox-I adult was sent back and purified with sodium hypochlorite. Leak test was performed. Leakage at the luer lock of the blood inlet connector can be confirmed. A long crack runs all the way through the luer lock. No further damage or abnormality noted. Based on this failure could be confirmed. A sap trend search was performed for material 70106.7941, failure code 0102 leakage inlet connector and no additional complaint was found. Due to this information no systemic issue could be determined at this time. DHR review shows no references which are indicating a non conformance of product in question. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref.: #703006431, customer ref.:dev-2017-036.